Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received the replace generator soon message. As a result, surgery may occur in the future to address this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.